Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Date of event is an estimate based on the customer date given of (B)(6) 2019.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "rn went into patient's room, noticed IV pump failed to alarm air in line with a large number of air bubbles in tubing." An incomplete date of event of (B)(6) 2019 was provided.